Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the receiver gave a system check passed message and all data was lost. No additional patient or event information is available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing was performed and the test failed at set time. A review of the downloaded data log observed firmware errors. The reported event the receiver gave a system check passed message and all data was lost was confirmed through log review. A root cause could not be determined.